Manufacturer narrative:
The s-ICD system remains implanted. Once additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was performed. During the first induction test, the s-ICD sensed appropriately and delivered both a 65 joule shock in standard polarity and an 80 joule shock in reverse polarity; neither shock converted the induced arrhythmia. The arrhythmia was converted with external defibrillation. The s-ICD was then positioned intramuscularly and another induction test was performed. Again the s-ICD was sensing and delivering both an 65 and 80 joule shock appropriately; however, the delivered therapy did not convert the arrhythmia and external defibrillation was needed again for conversion. The shock impedance measurements for both induction tests were within an acceptable range. The s-ICD was deactivated as the patient had an atrial tachycardia and the patient will return to the hospital at a later date for a revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed. The electrode was moved closer to the fascia. After it was repositioned, induction testing was performed and the s-ICD system was able to successfully converted the arrhythmia with an 80 joules shock in standard polarity. The shock impedance also decreased from 105 to 61 ohms. No additional adverse patient effects were reported.